Event description:
The patient was implanted with a herniamesh t-sling cal-ts05 lot 0359 on (B)(6) 2007. Many years later the patient has suffered chronic pelvic and vaginal pain, pain during intercourse, persistent urinary incontinence and leakage, numerous urinary and vaginal infections, abdominal and vaginal inflammation, mesh erosion, mesh extrusion, abnormal vaginal discharge and odor, reoccurrence of prolapsed, and the need for additional surgeries. No further information has been provided.